Event description:
It was reported that the home patient (hp) had a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the homechoice device during drain 4 of 5 of peritoneal dialysis therapy, while the hp was connected. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.